Event description:
The consumer reported that the patient couldn't go at all after implant on (B)(6) 2013. The patient also had degenerative disc disease and their morphine pump was implanted on the same side. The patient had knots where their device was. If the patient turned their stimulation up, their toes curled, and they could feel stimulation down their leg for the last 2 weeks in (B)(6) 2016. The patient's ankles were swollen. The patient's implantable neurostimulator (ins) hadn't been checked since 2013. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.